Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a right ventricular (rv) lead revision was performed due to loss of capture. Boston scientific technical services (ts) discussed that this is atypical and could be a breach in the insulation. Moreover, during procedure noise was observed when connected to the pacing system analyzer (psa) that the physician decided to replace the lead. In addition, a blood was noted inside the lead by the suture sleeve. No further information available. No additional adverse patient effects were reported.